Event description:
It was reported that when an asymptomatic patient presented for a normal device change out, externalized conductors were observed via fluoroscopy. The lead was explanted and replaced. The patient was stable post procedure.

Manufacturer narrative:
(B)(4). External insulation abrasion was noted at 6.5-8.2cm from the distal tip, consistent with lead friction to another device or patient anatomy. Externalized conductors due to internal insulation abrasion were noted at 14.0-16.0cm and 17.7-19.7cm from the distal tip. The etfe coating was damaged during explant at these locations.